Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. The patient was prescribed oral antibiotics in (B)(6) 2014 (specific date not reported) which resolved the issue. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.